Event description:
The customer reported to olympus medical that the endoeye flex 3d deflectable videoscope's bending section was peeling off. The device was returned to olympus medical for evaluation. During examination, the objective lens was found to have peeling adhesive. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
Examination of the device showed several issues in addition to the peeling adhesive. The following components were dirty: switch button 1; right/left plate; and up/down plate. The following components showed scratches: the bending section cover; the video connector case; the video connector; the light guide connector; the light guide cover glass; right/left plate; the right/left lever; the angulation lever; the up/down plate; the hand grip; and the control unit. The device was given functional testing; this showed the device relayed an image with white dots. This image problem was caused by damage to the charge coupled device. The objective lens adhesive issue was caused by a stress problem but the cause of stress was not established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.